Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a device analysis of could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2022. During the procedure, while inflating the balloon, it began to leak and a hole was discovered. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.